Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: a050401 fluid/blood leak is being used to capture the reports of "deflation" and "valve failure". A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "valve failure". This record is for the right side. The device was explanted.